Event description:
On (B)(6) 2015 at (B)(6). I had a lab blood draw, including plasma-based laboratory pt/inr test, hematocrit, and fibrinogen levels. An hour later, at home, I tested my pt/inr with an alere inratio2 home test kit. (Test strip code f01jh, lot 332436, expiration 01/2015 - not expired until end of month). Test conducted in accordance with instructions. Lab blood draw: hematocrit = 45% (normal) fibrinogen levels = 287 mg/dl (normal) plasma-based laboratory pt/inr test = 2.6 (in range for me). An hour later, at home, my pt/inr test, result = 3.2. The discrepancy: my home test kit tested at 3.2 as compared to the lab at 2.6, or 23.1% higher than the lab. This is an unacceptable difference.